Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter asked to remain confidential.

Event description:
It was reported via voluntary medwatch it was reported that following a pulse field ablation procedure involving a farawave catheter. Angiomax was used instead of heparin. Three to four hours following the procedure the patient experienced a stroke. The patient was not sent to radiology. The results or interventions are unknown at this time.